Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the power fault could not be reproduced during in-house testing. The most likely root cause of this fault was a user error. There was no fault found with the returned device. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was not in use by a patient, it displayed an error message after being disconnected from the external power source. The device was not in use when the fault occurred, therefore, there was no patient involvement.